Event description:
Unomedical reference number (B)(4). Event occurred in the united states. Upon investigation of the returned used device, it was found that the glue was missing from the tubing connector (glue was misplaced on the tubing connector). No further information available.